Event description:
When electrosurgical unit grounding pad was removed from pt, noticed burn on left thigh. Dr notified, looked at burn and dressed it with bacetracin ointment, ulfa and kirex. Burn appears to be about 3 inches round and black in color. Pt moving both feet and legs.